Manufacturer narrative:
Model eg29-i10c is available in the USA with a 510k number k190805. Evaluation summary: as a result of investigating for the returned scope, we confirmed that a breakage of kapton tape wound around cmos unit inside the scope distal end. It caused that the electrical safety test in emea to fail. This report is being filed as part of the pentax backlog management plan.

Event description:
Electrical safety test failure. This event occurred at the time of during inspection. There was no report of patient harm.